Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flaw opening. Additional observations: observed creases on the surface of the device. Observed wear abrasion on the surface of the device. Observed yellow particles inner the surface of the device.

Event description:
Healthcare professional reported a "right side deflation." Device has been explanted.

Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.